Manufacturer narrative:
H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced an occlusion alarm event that caused their blood glucose (bg) to reach approximately 28 mmol/l. The event occurred on (B)(6) 2024, and the user attempted correction boluses via the pump, which were unsuccessful. They resolved the issue by changing the soft cannula infusion set and resuming insulin therapy. The user experienced frequent occlusion issues, leading to a transfer for additional assistance. The user also reported a kinked infusion set cannula, which was noticed 3 or more hours after insertion in the abdomen. The site had been in use for less than 72 hours, and the user confirmed proper insertion technique. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.